Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 114 mg/dl and with meter to lab comparison results of 75 mg/dl reported by doctor's lab and 114 mg/dl using truemetrix go meter. The customer's expected fasting blood glucose test result range is 65 - 100 mg/dl (customer has overreactive hypoglycemia). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/21/2019 and open vial date is december 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling because she feels that the results she is getting from the meter are reading high. The customer is concerned because when she was at the lab the truemetrix meter gave her a result of 114 mg/dl and the lab test was 75 mg/dl (taken at the same time and day, fasting).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 114 mg/dl and with meter to lab comparison results of 75 mg/dl reported by doctor's lab and 114 mg/dl using truemetrix go meter. The customer's expected fasting blood glucose test result range is 65 - 100 mg/dl (customer has overreactive hypoglycemia). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/21/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history:(B)(6). The customer is calling because she feels that the results she is getting from the meter are reading high. The customer is concerned because when she was at the lab the truemetrix meter gave her a result of 114 mg/dl and the lab test was 75 mg/dl (taken at the same time and day, fasting).

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/22 and 2/28 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they are not going to use our product anymore and they have not had any medical intervention since the last call. Customer returned also the replacement product.